Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event; therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer did not provide the device serial number; therefore, a service call could not be performed to verify that there was no "machnine" malfunction. Lot number, manufacture date and expiry are not available per the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that while undergoing an emergency white blood cell depletion (wbcd) procedure,the patient expired due to a heart attack. The customer is not alleging any problem with the machine or the wbcd set and is "considering to" be due to the patient¿s medical condition at the time. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction. The customer declined to provide any information for the investigation such as procedural details, set information and lot information.

Manufacturer narrative:
This report is being filed to provide corrected information. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: per the customer's statements and description of events, the cause of death during the wbcd procedure was cardiac arrest due to the patient's medical condition. Per terumo bct medical review, there is no current evidence to suggest that the device caused or contributed to the patient's death.